Manufacturer narrative:
(B)(4).

Event description:
An acquaintance of the patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient's device had possible errors. No additional event or patient information is available.